Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of post timer/24v failure. The customer stated that the unit will not power on even in diagnostics mode. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and was unable to duplicate customer reported issue and returned ordered power supply. Customer to monitor unit and call if symptom returns. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to fse could not duplicated the customer reported issue.